Manufacturer narrative:
This is the 5th of 9 reports filed associated with this event. Subject device remains implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the left internal carotid artery¿ophthalmic segment. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 1. It was reported that on the day of the procedure the patient experienced headache and medication (unknown type and dose) was administered. The headache lasted 4 months and was resolved without any residual effects. According to the physician the headache was possibly related to the procedure and stent. However, it is unknown if the headache was related to the implanted coils (subject devices) and access devices. The patient was assessed having a mrs of 0 at the 2 months follow-up and a mrs of 1 at the 6 months follow-up. At the 12 month follow-up, the patient was assessed having a mrs and nihss of 0. No further information is available.

Manufacturer narrative:
Expiration date: added. Reportability awareness date of the initial MDR : corrected from 24-aug-2017 to 23-aug-2017. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, headache is known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. This is the fifth of 9 reports filed associated with this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an un-ruptured aneurysm located in the left internal carotid artery¿ophthalmic segment. Post-procedure the patient was assessed having a modified ranking scale (mrs) of 1. It was reported that on the day of the procedure the patient experienced headache and medication (unknown type and dose) was administered. The headache lasted 4 months and was resolved without any residual effects. According to the physician the headache was possibly related to the procedure and stent. However, it is unknown if the headache was related to the implanted coils (subject devices) and access devices. The patient was assessed having a mrs of 0 at the 2 months follow-up and a mrs of 1 at the 6 months follow-up. At the 12 month follow-up, the patient was assessed having a mrs and nihss of 0. No further information is available.